Event description:
It was reported that the insulin gauge was displaying a different amount than expected, showing 0 units when the caller anticipated 200 units. The caller's blood glucose level was reported to have risen to 118 mg/dl, which is within normal range, indicating no adverse impact. Technical support assisted the caller in reloading the cartridge and delivering a bolus of 10.2 units to update the insulin estimate. The caller expressed satisfaction with the outcome, mentioning she would be able to rest and intended to continue using the current cartridge, with the option to follow up if necessary.